Event description:
It was reported that the ventilator stopped during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref #(B)(4).

Manufacturer narrative:
It was reported that the ventilator stopped running during ventilation. Our field service engineer investigated the reported problem and found that the o2 cell was incorrectly installed. No parts were replaced and the ventilator is in working condition.